Event description:
While drilling for a screw in the acetabulum, the drill bit broke. The surgeon used a second drill bit which broke. The surgeon used a third drill bit which broke. Using a fourth drill bit the surgeon was able to complete the surgery. No fragments fell into the patient. There was no significant delay in surgery. The surgery was completed successfully.